Event description:
The customer reported a pads cable failure and equipment malfunction error. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.